Manufacturer narrative:
Concomitant medical products: product ID dtba1d1, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high right ventricular (rv) lead pacing impedance a non-sustained tachycardia episodes. The rv lead also exhibited high thresholds. The rv lead was reprogrammed, and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.